Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 per the operative report, the patient presented ls-s1 degenerative disc disease and an l5-s1 annular rent with mechanical low back pain. The patient underwent surgery for an ¿anterior ls-81 fusion with peek ar cages and bmp, and subcutaneous pedicle plate.¿ the radiological lumbar and spine ap and lateral radiculopathy conducted in the or demonstrated that ¿the patient has undergone anterior fusion at the lumbosacral level ¿.without complication identified.¿ no complications were noted. On (B)(6) 2004, the l5-s1 ddd disc fragments underwent microscopic examination with the results: ¿tissue is consistent with origin in disc. Specimen submitted as l5-s1 disc fragments.¿ on (B)(6) 2004 a radiology lumbar spine ap and lateral demonstrated ¿there is an anterior fusion at l5-s1. Cages are noted at l5-s1. The transbody screws appear in excellent position¿ on (B)(6) 2004 the patient reported minimal back pain and was discharged from the hospital. On (B)(6) 2013 the patient presented peripheral neuropathy. The patient underwent an outpatient lumbar sympathetic block l3 level on the left side under a fluoroscopic guidance. After one hour in the recovery room, ¿there was no weakness, numbness or tingling in the right lower extremity. There was a documented temperature increase as well as venous engorgement in the right lower extremity. ¿the patient was discharged home in a stable condition.¿